Event description:
According to the reporter, pre operatively, while charging, the contact pins of the handle and charger were corroded. A manual stapler was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found both battery cells to be vented.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was contamination on the charging contacts. The evaluation found that both battery cells were vented. It was reported that the handle and or charger contact points were contaminated with a substance that is not expected to be on the device. The reported issue was confirmed. The most likely cause was traced to a component failure. . The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The evaluation detected an unreported condition: analysis of the returned product noted that the microsd card was corrupted. The most likely cause for the additional condition is traced to a component failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively and poses no patient safety risk. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.